Manufacturer narrative:
(B)(4). Batch # p57304. Device evaluation: the analysis found that one psee60a device was returned with no apparent damage and with one gst60g cartridge. The reload was received fully fired and one proximal hook disengaged. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. No conclusion could be reached on what may have caused the cartridge pan to dislodge. One possible cause could be improper unloading or twisting the cartridge during the removal from the device. Please make sure the device is unloaded by pushing the cartridge upward (toward the anvil) to unsnap the reload from the cartridge jaw. Any twisting or off center pushing can lead to this issue. It should be noted that a 100% inspection takes place during manufacturing to ensure the device meets the required specifications. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during a gastroplasty procedure, at the beginning of gastric antrum stapling, the stapler did not show correct functioning due to probable failure of energy by discharged battery, having a green load discarded. After unsuccessful operation of the stapler, it was necessary to replace the stapler and replace the load. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). The lot history records were reviewed and the manufacturing criteria were met prior to the release of lot.